Event description:
During a revision of a breast augmentation arcing at the hub of the electrosurgical pencil caused a burn. The burn was excised and has healed. It is believed the redness will go away with the use of bleaching cream. The dr does not feel there was intervention and so the facility will not be doing a medwatch report.